Event description:
The advocate alleged a control test was performed using the customer's contour system and the result was 280 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the high reading, so no product will be returned.